Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 37086, serial/lot #: unknown. Codes are associated with the extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a loss of therapy in the course of a defective extension. An impedance measurement was performed which revealed there was no abnormalities with the lead, so the problem could be attributed to the extensions. It was indicated the patient may have had a fall, which could have contributed to the issue. The defective extension was replaced and the problem was solved. The issue was resolved at the time of the report. Additional information was received indicating it could not be determined whether the patient had a fall.